Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reports that shortly after inserting a new cannula into patient's skin surface, the patient noticed that the cannula had come out but had left the connector plate and adhesive behind. No adverse event alleged. A request was made for the return of the device.